Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported pain in ins pocket since today (B)(6) 2019. It was confirmed that the therapy was on and the amplitude was decreased and patient confirmed the uncomfortable stimulation was eliminated. Troubleshooting resolved issue. No further complications were noted or anticipated.